Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2018) is considered to be a best estimate. This emdr represents the ventralex st mesh (device 2). An additional supplemental emdr was submitted to represent the ventralight st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with incisional ventral hernia thereby underwent open repair with the implant of ventralight st mesh (device 1). Per op notes, "the ventralight st mesh (device 1) was placed into the anterior abdominal wall using tacks." (B)(6) 2018 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex st mesh (device 2). Per op notes, "a ventralex st mesh (device 2) was placed into the preperitoneal space using sutures." (Note: the previously placed ventralight st mesh (device 1) was not seen during this procedure). (B)(6) 2022 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st (device 3) and lysis of adhesions. Per op notes, "patient was found to have significant adhesions from previous surgeries and these were taken down laparoscopically. Then a ventralight st (device 3) was placed to the abdomen."